Event description:
The pco2 value was as high as 50 mmhg from the start of circulation and was difficult to decrease the pco2 even though the gas flow was increased. In addition, when the pump record was reviewed, it was found that the pressure drops of oxygenator, which was usually approximately 80 to 100 mmhg at 3l/minute, was as high as 150 mmhg. Therefore, it was inferred that there was some problem on the oxygenator. The gas flow was increased to 10l/minute to deal with it. The oxygenator was not replaced. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. The patient's final impact was not harmed.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI:n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) no:k071494, k130520. The actual device has been returned for evaluation. Visual inspection of the actual sample revealed no anomaly such as breakage leading to gas transfer failure was found. After rinsing and drying the actual sample, the amount of oxygen transfer, carbon dioxide gas removal, and pressure drop were measured when bovine blood was flowed into the actual sample. It met the factory's specifications. No anomaly was found in the gas transfer performance and pressure drop. Bovine blood conditions hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg. Circulation conditions a blood flow rate: at 5l/min and 3l/min, v/q:1, fio2: 100%. O2 transfer volume at 5l/min: 310ml/min., at 3l/min: 206ml/min. Co2 removal volume at 5l/min: 254ml/min., at 3l/min: 166ml/min. Confirmation of the pump record revealed that (I) the paco2 was 39.1mmhg (pvco2 was 54.4 mmhg) after the start of extracorporeal circulation. It was then circulating at a gas flow rate of 4l/min (v/q=1 or more), and paco2 was gradually increased to 68mmhg; (ii) after increasing the gas flow rate to 8l/min, the paco2 tended to decrease. It was found that it was described as "54mmhg at gasflow 10l/min" in the event field; (iii) when the paco2 gradually increased, pao2 remained at the 300mmhg level, and no significant change was observed; (IV) the pressure drop during circulation was confirmed. It was found that the pressure drop remained around 140mmhg. The manufacturing history record and the shipping inspection record of the actual sample, anomaly was found. Past complaint files had no other similar report of the product with the involved product code and lot # was found. Based on the investigation result, the gas transfer performance of actual sample after rinsing met the factory's specifications, and no anomaly was found. As a possible cause of occurrence, it was inferred that due to the effect of co2 swept into the operative field, the pco2 of blood in the operative field increased temporarily, and the pco2 of blood that flowed into the oxygenator was increased. However, the cause of this event could not be clarified from the condition of actual sample. Relevant instructions for use (IFU) reference: - start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. - measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.